Manufacturer narrative:
(B)(4). Concomitant products used in the procedure were: ez steer thermocool nav bi-directional catheter - lot # 15132427. Carto 3 system - (B)(4). Cool flow pump - (B)(4).

Manufacturer narrative:
(B)(4). The returned catheter passed the carto 3 and electrical tests. Also, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specifications and procedures. Additional information received: the type of procedure being performed on the patient was atrial fibrillation. The pericardial effusion was mild and required hospitalization. The patient is stable, has fully recovered, and was discharged from the hospital with excellent prognosis. Patient identifier: (B)(6). Patient's date of birth: (B)(6). Patient's gender: female patient's weight: (B)(6) lbs.

Event description:
It was reported that the case had started with a cs catheter performing transseptal. The blood pressure dropped and echo was done. A pericardial effusion was discovered. The blood pressure continued to drop, the case was aborted, and a pericardiocentesis was done. 700 cc's of fluid was drawn off. There were no ablations performed during the case. No additional information could be obtained regarding this incident to date. A supplemental report will be submitted should additional information become available.